Manufacturer narrative:
H.6. Investigation findings code c19: a review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation. H.6. Type of investigation code b15: evaluation of images. The imaging evaluation performed by a clinical imaging specialist show findings consistent with the description summary. Images of pre-treatment were not provided for evaluation. Unable to confirm if there was a previous dissection on the pre-implant images. However, there are post-implant images provided that confirm the compression of the trunk of the device accompanied by bilateral occlusion of the device limbs. There is no longer limb compression on the CT dated (B)(6) 2023. Occlusion within the device continues throughout the implanted devices on timepoints (B)(6) 2023 and (B)(6) 2023. There is a possible dissection at the proximal end of the trunk on timepoints (B)(6) 2023 and (B)(6) 2023. Blood flow appears to reconstitute bilaterally below the level of the device in both the internal and external iliac arteries. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, dissection, arterial thrombosis, device occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, a CT revealed no issue. On september 6, 2023, the patient visited to the hospital and complained of pain. On (B)(6) 2023, a CT revealed a dissection from the proximal edge of the trunk ipsilateral leg endoprosthesis. Due to the false lumen created by the dissection, the whole of the endoprotheses compressed, causing them to thrombose. The thrombosis caused the blood flow to weaken to the point that at times it stopped. On (B)(6) 2023, an axillo-bifemoral bypass was created to secure the blood flow to the lower legs. The patient tolerated the procedure. On (B)(6) 2023, a y graft was used to treat the dissection. The physician suggested that there was a dissection in the patient proximal neck since before the initial treatment, but a new dissection was created by the proximal edge of the trunk ipsilateral leg. Reportedly, the bypass was delayed for 6 days because the pain decreased temporarily after the (B)(6) visit, and the patient also had a fever.